Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of issues with the customer's blood glucose levels. The caller states the pump was making noises and wanted replacement. The customer received check settings alarm. The customer's blood glucose level at the time of incident was 569mg/dl. The customer treated with manual bolus. The customer was advised to monitor the device and call back if issues persist.